Event description:
Allegedly, a product of efsrn3pl lot mp1982097 in the package of efsrn4pr lot mp1982170. Additional information received on 04/28/2024: the 2 lots have (B)(4) of each got into china market, (B)(4) have been implanted without issue, all the rest of the parts have been returned to suzhou.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.